Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when the device was observed to be in back up vvi mode. Device download was performed successfully. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the patient received inappropriate therapies while working out. Hv therapies were a result of the lowered detection zone and that no vt/vf had occurred. The tachycardia detection zone had not been reprogrammed to the patients previous settings after device download had been performed. The device was reprogrammed to previous settings. Patient monitoring will continue.